Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed and appears to be related to the use of the device. One 5 fr tl powerpicc catheter was returned for investigation. Evidence of use was present within the tubing and extension legs. A securacath label was attached to the purple tubing. A longitudinal split was present in the catheter approximately 3 cm from the proximal end. Tactile evaluation did not reveal any apparent tensile weakness. The sample was flushed with water from the distal end and a complete occlusion was not present. Microscopic observation revealed a longitudinal indentation on the opposite location of the split. The split surface appeared to be smooth; however, the split edges appeared to have slightly jagged steps. The presence of the catheter indentation and split suggest the catheter experienced a pinching compression which was likely caused by the securement method of the device. A lot history review (lhr) of redq3997 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "leaking PICC. Hole was seen in line post-removal. It was only in situ for one week and was not used for power injection. A securacath device was used to anchor it in place" additional information received via medwatch 02/19/2020: "leaking PICC. Hole was seen in line post-removal. It was only in situ for one week and was not used for power injection. A securecath device was used to anchor it in place".